Manufacturer narrative:
(B)(4). Date sent: 8/19/2016. Batch # m56010. The following information was requested, but unavailable: what type of procedure was the device used in? No information. Was the device locked on tissue with the jaws closed? No information. If yes, how was the device removed? Did the jaws eventually open? No information. What was the product code of the cartridge (gst60t, ecr60d, etc.)? No information. The sc60a device was received for analysis with no visual non-conformances and with an ecr60g cartridge reload loaded on the device. The cartridge reload was received partially fired 2/3 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridges reloads by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the jaws became not to be opened. Another device was used to complete the case. There were no adverse consequences to the patient.